Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited intermittent undersensing associated with a decrease in p-wave amplitude. Although the device is mode-switching appropriately, the response is slower than desired due to the intermittent undersensing. Programming changes were discussed but not made. There were no patient consequences.